Manufacturer narrative:
H6: investigation summary: customer returned an image of a 0.5ml syringe. The plunger rod has been partially drawn back. A transparent, colorless material is visible inside the barrel that covers approximately (B)(4) units. Due to batch being unknown, no DHR review can be completed. Based on the image received, bd was able to confirm the customer¿s indicated failure of liquid being present in the syringe. H3 other text : see h10.

Event description:
It was reported that syringe 0.5ml 30g 8mm 10bag 500 EU had foreign matter. The following information was provided by the initial reporter: liquid in barrel of the syringe.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 0.5ml 30g 8mm 10bag 500 EU had foreign matter. The following information was provided by the initial reporter: liquid in barrel of the syringe.